Manufacturer narrative:
Omit: a26 - insufficient information (3190), c20 - no findings available, d15 - cause not established additional information: describe event or problem and imdrf annex a,c and d codes.

Event description:
It was reported that the device had been programmed to infuse however had not been running for 5 hours since started. Clinician states pump did not alarm that it was not running. When the volume infused was checked by clinician, the volume stated 0ml. Pump was removed from service. There was patient involvement, but impact unknown. Although requested, additional information was not known by the customer. Bd was made aware of additional information from agiliti, who conducted an internal investigation for the customer. It was reported that the "investigation is complete and we found that we were unable to duplicate the issue."

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: device was not returned to manufacturing facility.

Event description:
It was reported that the device had been programmed to infuse however had not been running for 5 hours since started. Clinician states pump did not alarm that it was not running. When the volume infused was checked by clinician, the volume stated 0ml. Pump was removed from service. There was patient involvement, but impact unknown. Although requested, additional information was not known by the customer.